Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump stated that 3.8ml was left in the cassette but there was actually 18ml left in the cassette. The patient received less medication than she should have. No patient injury reported.

Manufacturer narrative:
One device was received for investigation. During visual inspection no damage or anomalies were observed with the device. A review of the device event log found no issues related to the reported issue recorded. The device delivery accuracy was tested three times, and each time the pump ran within manufacturing specification. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Based on the results of the testing, the investigation could not confirm the reported issue or establish a root cause. No actions have been assigned.